Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported problem of 'air in line' was evidenced in the event history log (ehl) through multiple 'air-in-line!' Messages but was not reproduced through troubleshooting of the device. The issue cannot be confirmed based on ehl evidence alone as the error may result from typical use of the device. The device was found to be within specification during testing. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue and determined that no correction is necessary at this time to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.